Event description:
It was reported that the customer passed away. The cause of death was not disclosed at the time of the report. The customer was wearing the insulin pump at the time of death. The customer's brother stated that he believes the infusion set may have played a role in the customer's death. The customer's brother refused to provide any additional info. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.